Manufacturer narrative:
The device was not returned to the healthcare facility, as it was not repairable.

Event description:
It was reported that during inspection at the healthcare facility, an led housing was found to be broken off the shunt placement tool. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that during inspection at the healthcare facility, an led housing was found to be broken off the shunt placement tool. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.